Event description:
The customer reported that the cytomics fc500 flow cytometer system was not generating results. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. The customer requested for service to evaluate the instrument.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and noted that the multi-tube carousel loader (mcl) lifter motor was mixing poorly. The fse replaced the mcl lifter motor to resolve the issue. The fse verified the repair as per established procedures and no further issues were noted. (B)(4).